Manufacturer narrative:
In f/u with the customer, she indicated that she did not see a fire or spark but did notice that the transformer housing was melted. She also indicated that no injuries were sustained as a result of the issue and that the replacement power supply is working without issue. Eval summary, for details of the analysis/eval performed on the power supply. In summary, a breach in the outer insulation of the cord at the strain relief was present and resulted in a short circuit which caused the transformer to heat and melt the housing to the point where a wire perforated the housing the compromised its integrity. CAPA ca10-049, approved on (B)(4) 2010, has been initiated for pump in style transformer overheating/melting issues. Any add'l f/u actions will be established as a result of the CAPA process. Eval summary: a visual examination of the transformer revealed a deformation on the housing and an electrical wire perforating through a hole approx 1 mm in diameter. The cord appeared to be in fairly good shape, with a kink at the end of the strain relief. There were no signs of burning or fire, but there was a faint odor of heated electronics. The power supply was plugged in and the voltage across the dc plug was measured at 0.00vdc, which indicates that the power supply is not working properly. The resistance across the ac blades measured an open circuit which is not normal and indicates that the thermal fuse did not blow. The resistance across the dc plug measured 0.4 ohms which indicates a short in the dc cord. The outer insulation was peeled back at the kink in the strain relief and a break in the inner insulation that separates the positive and negative wires was observed. This could contribute to a short which could increase the amount of current running through both transformer and the cord and could result in the transformer and cord heating up.

Event description:
The customer reported that her pump would not turn on with the power supply and that the transformer housing was hot and melted.